Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during standard follow up in clinic, it was noticed that when the display button was pressed or self-test was initialized, the display was black. The system controller display was not working. The sounds and led worked as expected. The controller was replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller, serial number (B)(6), display not working was unable to be confirmed. No log files were submitted for review, and no product was returned for analysis. Provided information stated it was noticed when the display button was pressed and the self-test was initialized, the display was black. The led and sound worked as expected. The root cause of the reported event could not be conclusively determined through this analysis. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. B and the heartmate 3 patient handbook, rev. B are currently available. Heartmate 3 IFU section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.